Event description:
It was reported that on (B)(6) 2019, the patient presented with an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2020, a type ib endoleak on the gore® excluder® aaa contralateral leg endoprosthesis was identified that appears to have limited seal. Additionally a type ii endoleak originating from the inferior mesenteric artery (ima) was identified. On (B)(6) 2020, the type ib endoleak was treated with the implantation of an additional endoprosthesis (gore® viabahn® vbx balloon expandable endoprosthesis)that serves as an extension on the contralateral side. The type ii endoleak was solved by coiling of the ima on the same day. The patient tolerated the procedure.